Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for the review. As no lot numbers were provided for the devices, the DHR could not be reviewed. While a case for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008. Should additional info become available and / or the device(s) be returned for evaluation and an investigation resulted becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a duram acetabular component on the right side on (B)(6) 2006. The pt was revised on (B)(6) 2014 due to unk reasons.